Manufacturer narrative:
As no further information is expected, this investigation is complete.

Event description:
It was reported that this pacemaker exhibited a decrease of 3 years in estimated battery longevity over the past year due to high atrial sensing of the patient atrial arrhythmia. This device remains in service and will continue to be monitored. No adverse patient effects were reported.